Manufacturer narrative:
Actual sample not returned to bd, 2 representative samples were returned from lot# 5212592 for evaluation. A review of the device history record revealed no irregularities during the manufacturing of the reported lot # 5212595. Both returned samples underwent draw testing and performed meeting specified requirements without leakage and could not confirm customers' indicated failure mode of leakage. Unconfirmed complaint. Since the actual sample was not returned and representative samples showed no failure modes, an absolute root cause for this incident cannot be determined. Bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that during a blood draw using a 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube with a gold bd hemogard¿ closure, the tube didn't draw blood and blood ended up going into the adapter. No serious injury, blood to mucous membrane exposure or medical intervention was reported.